Event description:
Related manufacturer report number: 2017865-2023-95549. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead and atrial lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. No intervention was performed on the atrial lead. The patient was in stable condition and will continue to be monitored.